Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported." Examination of returned device found no evidence of product non-conformance and confirmed reported condition. The tip of the driver shows a spiral fracture pattern, indicating fracture due to torsional overload; however, a conclusive root cause of the event could not be determined.

Event description:
During a procedure, the hex driver fractured during disassembly of components on the back table.